Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had off front panel and beep when powered on. The issue was occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: respondence to warning is late and poor lighting due to failure of led (light-emitting diode) on the front panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of led. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.